Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly. It was observed that an ic chip, designator u8, was inoperative and it would not allow the pcb to continue through its boot cycle. The cause of the reported failure was determined to be an inoperative ic chip, designator u8.

Event description:
It was reported that the device was displaying "call service" and a flashing wrench. The device was inoperable. There was no pt use associated with the reported failure.